Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) does not feel right with the implant device right after it was hit by a tree limb. Technical services (ts) referred patient to clinic. This device remains in service. No adverse patient effects were reported.